Event description:
Procedure type: hand assisted left colectomy. According to the reporter: there was post operative bleeding and leaking from anastomosis two days after the initial procedure. Dr (B)(6) was not sure if this was attributed to the staple line. The pt was brought back to the operating room to address clinical issues.

Manufacturer narrative:
(B)(4).